Event description:
The customer reported two false positive results with the ID now covid-19 assay performed on unknown dates, using nasopharyngeal swab samples. Confirmation pcr testing was performed on an unknown date, for both patients which generated negative results. The sample type used for confirmation pcr testing was not provided. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false positive result 2 of 2.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Related report: 1221359-2022-00210.